Manufacturer narrative:
(Device not returned).

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the unit made too much ice. As a result, an alternate device was employed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.